Event description:
Customer reported an error condition of voteouts (non-numeric results) was obtained for the white blood cell (wbc), red blood cell (rbc) parameters and the rbc indices for the quality control when using the coulter lh 500 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The fse found leak of approximately 2 ml of clenz reagent, contained in the instrument. The leak caused solenoid 5 to malfunction. The operator was wearing personal protective equipment of gloves and a lab coat when the leak was identified. There was no exposure to mucous membranes or cuts. There was no biohazard exposure reported. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer evaluated the instrument and found the sweep flow restrictor tubing disconnected from the check valve located at the bottom of the sweep flow bubble trap during shutdown. This caused a few drops of cleaner to fall onto the wiring harness of solenoid valve sol5 (wbc count solenoid) causing it to malfunction. The fse cleaned and reconnected the restrictor tubing to the check valve and replaced sol5 and cleaned and ensured all electrical connectors were operational. The fse did not find any additional signs of leakage and ran all 3 levels of 5c control's, all within specification; no further vote out flags were encountered and the system was validated. (B)(4).